Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 3.50 x 28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. Damage was noted to the most proximal stent strut row; stent struts were lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed (B)(6) 2018. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery. After crossing a guide wire, pre-dilatation was performed with 2.5x20mm non-bsc balloon catheter. A 3.50 x 28mm synergy stent was advanced but failed to cross. The procedure was completed with another 3.50 x 28mm synergy stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.